Manufacturer narrative:
The suspect sample and a reserve sample of the same lot was examined for physical attributes. Both samples were within specification.

Event description:
Consumer stated that the product caused headaches. The headaches occurred about 5-10 minutes after she applied her dentures to her mouth. No medical attention was sought for this condition.